Manufacturer narrative:
(B)(4).

Event description:
During an elective device replacement the decision was made to cap the is-1 portion of the rv lead due to a high capture threshold previously observed. The procedure was completed successfully without adverse consequence to the patient. The patient is doing well and will be monitored with routine follow-ups.